Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2013. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of skin hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported left side ¿hot/cold sensitivity" and a rupture. Healthcare professional reported rippling that was to the patent being a reconstruction patient and having thin skin. Device has been explanted.